Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up in clinic, an episode of ventricular fibrillation was observed. The episode wasn't terminated by the first shock. The second shock successfully terminated arrhythmia. Patient fell during the episode and received minor head injury. The lead was capped and replaced. The patient was stable post procedure.